Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-apr-16. The patient reported that they are getting the ¿out of box¿ screen when they use their patient programmer and is unable to user their stimulator at this time. The patient cancelled their appointment that was on (B)(6)2018 due to an illness and plans to reschedule when they arefeeling better. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient could not use their ¿box¿ due to an ¿out of the box¿ error message. The rep stated that the patient could not communicate with their device. They reported that the patient was scheduled to be seen on (B)(6) 2018. No symptoms were reported. No further complications were reported. Follow up was conducted.